Manufacturer narrative:
No product was returned for investigation. Therefore, the reported complaint cannot be confirmed. If the product is received, we will reopen the investigation and send a supplemental report. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer. E1: phone number (B)(6).

Event description:
It was reported that air was in the cassette reservoir after the medicine was finished. The patient experienced pain.